Manufacturer narrative:
Poly insert dislocation was reported. Revision of the tibial implant components is planned. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Poly insert dislocation was reported. Revision of the tibial implant components is planned.